Event description:
It was reported that the patient was found to be diagnosed with vocal cord paralysis since the last revision performed by the neurologist. The patient was referred to the ent for further evaluation and testing. During follow-up with the physician's office, it was indicated that the patient initially went in the office to complain of a sore throat and the ent diagnosed the patient with vocal cord paralysis on the left vocal cord. It was stated that the physician believed it was likely due to vns surgery. Additional information was later received with the patient's settings and diagnostics and was indicated there have been no known device issues. No surgical intervention regarding this adverse event has been reported to have occurred to date. No additional relevant information has been received to date.